Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer's blood glucose was 543 mg/dl at the time of the incident. The customer reported symptoms such as difficulty breathing and abdominal pain. The customer reported having a lot of trouble with no delivery alarms. The customer reports having lost weight recently and unsure if that is the cause of no delivery or if it is the insulin pump. Troubleshooting was unable to be performed as the customer did not have the insulin pump with them. The insulin pump will not be returned for analysis.